Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that on (B)(6) 2016 when they laid on their back while in bed they felt their body start to convulse. They didn't know if they were sleeping/dreaming but think it happened. On (B)(6) 2016 a manufacturer representative (rep) confirmed the incident, indicating that the patient had convulsions from the waist down. There were no device allegations related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.